Event description:
A peritoneal dialysis (pd) patient contact reported to (B)(6) customer service that the silk tape cause skin irritation and when she removes the tape it tears her skin; the patient involvement is unknown however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).